Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a no delivery alarm and high blood glucose levels. The customer's blood glucose level at the time of alarm was 400 mg/dl. The customer treated with the insulin pump. It was found that the set may have been occluded; however, the customer was able to clear the alarm by a complete set change. The customer's item was replaced. The customer declined to return the set and reservoir back for analysis.